Event description:
At the start of the morning, I had administered meropenum and as I was walking out of the room after my 3-drip check, the pump started to beep. The pump was signaling that there was air in the pump so as usual, I opened up the elephant ear and removed the bubbles. This time I opened up the chamber and there was a giant hard bubble filled with fluid in the primary tubing. I stopped the infusion and set up a new set of tubing.